Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of complications during the insertion process was confirmed. One unraveled guidewire was received within an introducer needle. A break was observed in the coiled end of the guidewire, which allowed the coil wire to stretch and unravel over the core wire. The outside diameter of the guidewire was within specification. The inner edge of the needle bevel exhibited deformation, which is consistent with the guidewire being retracted through the needle. The instructions for use (IFU) caution, ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ no damage associated with the manufacturing process was observed on the returned sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during catheter insertion, the catheter was found difficult to insert. After removal, the wire and catheter were found deformed. (B)(6) 2022- the returned guidewire was broken.